Event description:
It was reported that during ventricular threshold testing using this programmer, the touch screen was unresponsive when attempting to end the test. The threshold continued decreasing, and the patient went into a syncope. The test successfully ended upon removal of the programmer wand from the implanted implantable cardioverter defibrillator (ICD). The programmer touch screen was suspected to be non-functional. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed the functional failure on mti. Additionally, the programmer was not detecting the touch after 5 minute. The programmer was disassembled in order to verify the properly connection of the involved components, none issues were detected. The programmer was tested on system functional test, passing the evaluation. The telemetry issues were not confirmed.

Manufacturer narrative:
Correction h10: this programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed and passed. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing; benchtop testing was unable to reproduce the behavior. During detailed analysis, error codes were noted that were determined to be a result of a software issue. The errors codes were not reported to have been identified in the field. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, as was seen in this case, and the need to restart the programmer to clear the error. This issue is not related to the touchscreen freezing behavior that was observed.

Event description:
It was reported that during ventricular threshold testing using this programmer, the touch screen was unresponsive when attempting to end the test. The threshold continued decreasing, and the patient went into a syncope. The test successfully ended upon removal of the programmer wand from the implanted implantable cardioverter defibrillator (ICD). The programmer touch screen was suspected to be non-functional. No additional adverse patient effects were reported.